Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited pacing inhibition due to ventricular over-sensing caused by crosstalk. Therefore, the patient had asystole due to the loss of capture. No further information could be obtained.